Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission indicated that there was far-field r-wave oversensing as well as atrial undersensing. Both were indicated to not appear to influence the device behavior. The right atrial lead remains in use. No patient complications have been reported as a result of this event.